Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced urinary problems, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney, that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion, she experienced pain, other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.